Event description:
Patient was in operating room for placement of groshong catheter. Upon pulling through the catheter with the tunneling device, the catheter broke into pieces. All the pieces were removed from the patient and a different catheter was successfully placed.